Manufacturer narrative:
The device was received with broken seals on the plunger assembly and cracked on the side by the tube holders on top case also cracked on right plunger case and broken right plunger case. The history log showed force sensor background test. The device was tested using occlusion test. Testing was unable to duplicate the force sensor background test during occlusion test. Testing was unable to determine the intermittent of the error. The root cause was unable to determine, no problem found. The tech replaced plunger cable for preventive. Performed occlusion test and all functional testing which passed. Remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported the device had a force sensor test failure. No patient injury reported.